Manufacturer narrative:
Device was returned to the manufacturer for evaluation. Evaluation is in process. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.

Event description:
It was reported that the screw driver broke during the procedure. No patient complications were reported.